Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value. Patient's other blood glucose value at time of incident was 406 mg/dl and current blood glucose value was 406mg/dl. The customer experienced high blood glucose under delivery. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The device is not expected to be returned for analysis. Frn-reservoir. Infusion set- unomedical.